Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: two connectors were received with extension sets for quality investigation. The customer complaint of connection issue - disconnection could not be verified. The sample connectors were examined visually for damages. One sample was submitted with a part of the extension set cracked into the sealing side of the sample connector. Connection to the male luer threads had no issue with secure fitment, however, the female sealing end of the sample could not be checked because a part of the extension set male luer connection was cracked into the body of the sample. The second sample connector was submitted connected to another extension set. The connection was checked several times with no issue of spontaneous disconnection or disconnection without direct manipulation. There were no issues with flow on the fully functional sample when connected to a syringe, and pushing water through the connector. Flow and leakage could not be evaluated through the submitted extension set and sample combinations as the submitted extension sets had medication within the tubing that occluded fluid flow, and the occlusion could not be cleared. A device history record review could not be performed on the provided model number because a lot number was not provided by the customer. A root cause for the complaint reported could not be identified due to the failure not being replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd maxzero needleless connector had issues with spontaneous disconnection. The following information was provided by the initial reporter: "the IV tubing is coming disconnected without manipulation from the luer lock on the end of lines."